Event description:
As reported, during a ventral hernia repair on (B)(6) 2025 the sorbafix device was used for fixation which failed to fixate. The issue occurred during a ventral hernia repair while trying to deploy the fasteners into the peritoneum. None of the fasteners fixated. Another device was used to complete the procedure. There was no patient injury.

Manufacturer narrative:
As reported, during a ventral hernia repair, the sorbafix enhanced device failed to fixate the mesh. Evaluation of the returned sample failed to reproduce the reported event of failed to fixate. The device functioned as intended during functional and simulated use testing, deploying the last remaining fasteners with no issues. No manufacturing anomalies were found. Review of manufacturing records shows product was made to specification. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.